Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 08/2026) section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post an ultrasound guided percutaneous nephrostomy drainage catheter placement, the drainage catheter connector was allegedly fractured. Reportedly, the catheter was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 8fr navarre drainage catheter locking pigtail segment was returned for evaluation and two photos were provided for review. Visual and microscopic evaluation were performed on the returned device. A crack was noted to the catheter hub. Therefore, the investigation is confirmed for the reported catheter connector fracture issue and the photo review also confirms the same. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 08/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post an ultrasound guided percutaneous nephrostomy drainage catheter placement, the drainage catheter connector was allegedly fractured. Reportedly, the catheter was removed and replaced. There was no reported patient injury.